Event description:
The customer reported no spo2 function on the spectrum monitor. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit and found that the unit failed co2 calibration. Corrections included replacement of the cpu board. Customer declined co2 replacement.